Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However during the complaint investigation the manufacturer identified objective evidence indicating a product problem, thus the complaint is confirmed.. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius field service technician (fst) identified thermal damage on a temperature sensor of the 2008t machine. The temperature sensor was connected to the hydrochamber. The temperature sensor appeared to be overheated and some discoloration was present. The reported issue was identified during machine repair. The fst was initially called onsite by a user facility biomedical technician (biomed) after a temperature issue was reported. The biomed reported the temperature was stable at 37.0c then dropped to 36.7-36.8c. The temperature control could not be calibrated due to the fluctuating temperature. The fst placed the machine in dialysis mode and observed the temperature start at 42.0c then drop to 36.5c after five minutes. The machine was not heat disinfected. The heater rod was found to be in working order and measured as 11.3 ohms. The fst inspected the temperature sensors and the reported thermal damage was identified. The temperature sensor was replaced to resolve the reported issue. The temperature control was calibrated to 27.0c and the machine was run for one hour where the temperature remained stable at 37.0c. The machine passed the self test and was returned to the customer. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately (B)(4) hours and the temperature sensor was the original fresenius part on the machine. There was no damage observed on any other components, or any other additional issues, associated with the temperature sensor. The temperature sensor was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) identified thermal damage on a temperature sensor of the 2008t machine. The temperature sensor was connected to the hydrochamber. The temperature sensor appeared to be overheated and some discoloration was present. The reported issue was identified during machine repair. The fst was initially called onsite by a user facility biomedical technician (biomed) after a temperature issue was reported. The biomed reported the temperature was stable at 37.0c then dropped to 36.7-36.8c. The temperature control could not be calibrated due to the fluctuating temperature. The fst placed the machine in dialysis mode and observed the temperature start at 42.0c then drop to 36.5c after five minutes. The machine was not heat disinfected. The heater rod was found to be in working order and measured as 11.3 ohms. The fst inspected the temperature sensors and the reported thermal damage was identified. The temperature sensor was replaced to resolve the reported issue. The temperature control was calibrated to 27.0c and the machine was run for one hour where the temperature remained stable at 37.0c. The machine passed the self test and was returned to the customer. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 1,285 hours and the temperature sensor was the original fresenius part on the machine. There was no damage observed on any other components, or any other additional issues, associated with the temperature sensor. The temperature sensor was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.